Event description:
It was reported that during a pulse generator change due to normal battery depletion, the physician had difficulty removing this lead from the device header. It was successfully removed with a hex wrench, but the lead was damaged when pulled on, so the lead was surgically abandoned and a new lead was implanted. The physician also elected to surgically abandon the other implanted lead due to non-product related reasons. No additional adverse patient effects were reported.